Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: dob: (B)(6), male. Surgeon states the echelon flex stapler ¿misfired¿ during stapling of the liver, which resulted in extreme blood loss because a major vessel was included in the staple line. This event occurred during the final stages of the liver resection point of the procedure and as a result extreme blood loss was recorded. As a result of the blood loss, CPR was performed, this event did cause significant harm to the patient as acls protocol was initiated. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What was the indications for the procedure? What anatomical structures was the device fired upon at the time of the reported issue? What color cartridge was used? Did the surgeon wait 15 second prior to firing? Was the major vessel a named vessel? If so, what was it? Was that vessel skeletonized and taken along during the firing? Or was it taken with liver peritoneum? What is meant by ¿misfired¿? Describe shape of form that was seen? Was there any usual noises? How was it repaired? What were the long term consequence to the patient?

Event description:
It was reported that during an unknown procedure the device misfired and punctured an artery on the liver causing significant bleeding. The patient required CPR. It is unknown how the patient is currently doing.